Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels reached 18 mmol/l (324 mg/dl) while wearing the pod an unspecified duration. The patient attempted to administer insulin via the pod and via a new pod, however their blood glucose level kept rising. It was also reported that the adhesive was found to be wet and that the patient could smell insulin. Symptoms reported included vomiting and nausea. The patient was treated with intravenous fluids, insulin and unspecified nausea medication. The patient did not specify when they were discharged from hospital, however it was estimated that they were admitted for 4-5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.